Manufacturer narrative:
Section a1-a4: there was no patient involved. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the battery procedure was failed. The unit was to be sent in for repair. The device was not being used on a patient at the time of the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag console¿s internal battery not passing battery maintenance was confirmed via the console¿s functional analysis and the log file. The returned centrimag console (serial number (B)(6) was functionally tested at the service depot. A battery maintenance test was performed, and the battery did not pass. Events resolved when a new internal battery was placed within the returned console, isolating the cause of the issue to the battery. The new battery installed into the returned console passed the battery maintenance testing. The serviced and tested console was then returned to the customer site after passing all tests per procedure. The extracted log file captured the battery not passing its battery maintenance test on (B)(6) 2025, and the console was not observed to have been in patient use throughout the log file data. The console¿s original internal battery was forwarded to the product performance engineering department for further analysis, where similar events continued to occur while the battery was in use with a known working test console. The battery was still able to support a mock loop despite the active b4: battery maintenance required alarm and despite not passing its battery maintenance test. The battery was opened to inspect its welding and appeared unremarkable. The battery¿s cells were measured to check the voltages between each cell, and no atypical voltage measurements were observed. Further troubleshooting was unable to be performed, as the battery¿s printed circuit board is potted. The root cause of the reported event was isolated to an issue with the console¿s internal battery; however, the root cause of the battery¿s issue was unable to be conclusively determined through this analysis. Incidental finding: an s3 alarm triggered by damaged speaker. The device history records were reviewed and the records revealed that the centrimag console, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The internal battery, serial number (B)(6), was also observed to have been manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual, section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 8.3 ¿ ¿recommended preventive maintenance¿ instructs users to regularly inspect the console for signs of damage and to return the console back to thoratec for servicing if any damage is observed. The 2nd generation centrimag system operating manual, section 8.4 ¿ ¿battery maintenance¿ instructs users on how to perform the battery maintenance procedure and on what steps to take when the test does not pass. The 2nd generation centrimag system operating manual section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including battery and system alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.